Event description:
On (B)(6) 2015, the reporter contacted animas alleging prior to a battery change, the patient experienced a blood glucose (bg) value in the range of 18 to 20 mmol/l with moderate ketones. There was no indication that the patient required medical intervention. The reporter stated after a battery change, the power issue was resolved. The correct battery type reportedly was used with the pump. The reporter denied any use error regarding the battery life issue. It was noted that the patient remained on the pump and the device is not being returned. The pump type reportedly was unknown at the time of the reported incident. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy. Use error was a contributing factor to the alleged power issue with the device; the issue resolved after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.